Event description:
During patient's heartmate 3 lvad implant, it was determined that the seal between the pump and sewing ring was leaking. This leaking is not common and should not occur. The pump was turned off and replaced with another pump. The first pump used has been returned to abbott for analysis.